Manufacturer narrative:
Patient codes:n/a. Device codes:n/a. Internal file number - (B)(4). Concomitant medical products and device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. An unspecified 2.75 x 20 mm balloon catheter was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the unpacking of a 2.75 x 20 mm nc trek balloon catheter, it was noted that the shaft was kinked and it became separated. There was no patient involvement. No additional information was provided.